Manufacturer narrative:
(B)(4). One lighttrail reusable 270 um laser fiber was received for evaluation. Visual analysis revealed that the exposed glass tip measured approximately 1.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. There was no damage along the body of the fiber. Visual analysis revealed that there was a shadowy swirl on the fiber face within connector. The aiming beam was diffused and scattered with effective transmission of 4.2%, this indicated that there was a clean break within the connector. Functional analysis revealed that the message on the console read: applicator has been used 9 times. The condition of the returned device would cause the device to emit insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable 270 um laser fiber was used during a flexible ureteroscopy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl console. According to the complainant, during the procedure and inside the patient, the laser fiber stopped firing. The procedure was completed with another lighttrail reusable 270 um laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector and laser fiber tip detached.